Event description:
It was reported that the patient was hearing beeping coming from the device. The patient also stated that the device was "pacing me and it is very uncomfortable". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6935 lead, (B)(6) 2013. (B)(4).